Event description:
Spacelabs received a report that a pt monitored by the telemetry sys experienced an 8.3 second pause and the staff did not hear any alarms from the central monitor.

Manufacturer narrative:
The system was tested, including all visual and audible alarms, and found to be performing to specification. A review of the ECG data and alarm history showed a medium alarm was triggered after 3 seconds for low heart rate, followed by and including 31 seconds of stacked continuous alarms. The stacked alarms included the high level asystole alarm. All findings are that the module performed correctly and did generate alarms during the asystole. We have concluded that no further action is required and consider this issue closed.